Event description:
Consumer complaint of low blood results. Results from the trueresult meter were compared ot the hospital meter: 206 mg/dl vs 259 ng/dl, 96 mg/dl vs 251 mg/dl, 169 mg/dl vs. 218 mg/dl, 176 mg/dl vs. 214 mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (96) and the normal result (251) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user's test strip had poor fill.

Event description:
Consumer complaint of low blood results. Results from the trueresult meter were compared to the hospital meter: 206mg/dl vs. 259mg/dl, 96mg/dl vs, 251mg/dl, 169mg/dl vs. 218mg/dl, 176mg/dl vs. 214mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (96) and the normal result (251) is located in zone c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).